Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: failure to deploy - thumb advancer, clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was met and thumb advancer deployment could not be completed. The device was removed with the aide of the access ports and safety release. When the device was removed, it was noticed that the clip deployed in the distal end of the exchange sheath. Manual compression was applied for twenty minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.